Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that a patient fell out of the device. The side support lowered under the pressure from the resident's lateral positioning. As a consequence the resident was injured and 13 stitches were applied to the forehead.

Manufacturer narrative:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that a patient fell out of the device. The side support lowered under the pressure from the resident's lateral positioning. As a consequence the resident was injured and 13 stitches were applied to the forehead. According to the arjo technician inspection results, no defect was found that could have contributed to the incident. The inspection of the side support locking system (locking, fastening, tightening) did not reveal any malfunction. There was not possible to recreate the event. The carevo is equipped with two side supports to secure the patient. The side support has three positions, presented in the instructions for use (IFU): inner, outer and folded down. The instructions for use provides information that when side panels are raised to a desired position they should lock and click into place. A caregiver should ensure that the side panels are in locked position e.g.: ¿lift the operating handles and raise/lower the side support to the selected position until it locks and clicks into place¿ ¿warning: to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ based on the information gathered, it was not possible to determine the root cause of the unintentional opening of the carevo shower trolley side support. According to the information received, it can be hypothesized that the side support was not locked and not checked to be in locked position. In summary, according to the customer's allegation, the side support opened during use which led to the resident¿s fall, so the device did not perform as intended. The technical evaluation did not reveal any malfunction which could contribute to the event. The shower trolley was used for a resident hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to an indication of the resident's fall resulting in a serious injury.